Event description:
Patient implant of a 25-16-120bl bifurcated device, a 28-28-75l infrarenal proximal extension, and two 16-16-55l limb extensions in 2009. A proximal type I endoleak was noted at the end of the case, and was left for monitoring. At about 52 days later, the patient was brought in to treat with a 28-28-75rl suprarenal proximal extension, however, due to misplacement of the extension, endoleak was not resolved. Due to the patient's condition (cell saver), the physician wanted to keep the procedure short, and decided to wait till the next day to attempt again. In the next day, another attempt was made with a 28-28-55l infrarenal proximal extension, however, unsuccessful due to access issues. The endoleak was left for monitoring.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The type I endoleak was not resolved by the suprarenal proximal extension due to misplacement by the physician. The endoleak was not treated due to access issues.